Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the trident x3 0 degree polyethylene liner was not secured to the trident psl ha cluster shell. The patient required additional surgery.

Manufacturer narrative:
An event regarding disassociation involving a trident shell was reported. The event was confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: a review of the provided information by a clinical consultant confirmed the event from the medical records provided. However the retrieval and examination of explanted components are needed to evaluate the event further in order to provide evidence for possible causes of disassociation. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the reported lot. Conclusion: clinician review of the medical records and operative reports provided confirmed the disassociation of the trident liner. However, additional information such as return of device is needed to determine the root cause of the reported event. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
Patient came to the hospital for a hip replacement and surgery went well. Post procedure x-rays performed in pacu showed "what appeared to be something wrong with the acetabulum and asymmetry. Several x-rays were obtained. Because of this, the patient was taken back to the operating room immediately from the recovery room. A c-arm fluoroscopy was used to look at the hip. On some views was satisfactory, other views it was not. " surgery was performed and upon inspection what was found "was that the polyethylene cup had dislodged. This had dislodged despite the fact that it was carefully checked. " a new polyethylene cup was inserted and showed the cup remained seated. Patient recovered without any further complications and was discharged home on (B)(6) 2015.